Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("extreme increased cramping"), device expulsion ("expulsion of essure device") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 22-year-old female patient who had essure (batch no. 717645, 731602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain generalized in 2007, asthma in 2007, bacterial vaginosis in 2007, bipolar disorder in 2007, bronchitis in 2007, chlamydial infection in 2007, headache in 2008, migraine in 2008 and cervix cerclage removal in 2007. Concurrent conditions included weight loss since 2013, back pain since 2013, difficulty sleeping since 2013 and abdominal pain upper. Concomitant products included propacet (darvocet). In 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain ("permanent pain in vagina / vaginal pain"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with vicodin and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower was resolving, the device expulsion, dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown and the vulvovaginal pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 8.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: occlusion of both tubes. (B)(6) 2010: underwent hysterosalpingogram. (B)(6) 2010 - CT abdomen and pelvis with IV contrast : impression: 1. There is a mild amount of free fluid in the pelvis which may be physiologic. If indicated this could be further assessed with pelvic sonography. 2. Likely urethral diverticulum, current weight was 190 lbs. Insertion details: procedure: on the left the device failed to deploy and removing the introducer removed the coil but the second went easily in and had 1 coil. Zero coils on the patient¿s right. Lot number: 717645, man date: (B)(6) 2010, exp date: (B)(6) 2013. Lot number: 731602, man date: (B)(6) 2010, exp date: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("extreme increased cramping/pain"), device expulsion ("expulsion of essure device") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 22-year-old female patient who had essure (batch no. 717645, 731602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain generalized in (B)(6) , asthma in (B)(6) , bacterial vaginosis in (B)(6) , bipolar disorder in (B)(6) , bronchitis in (B)(6) , chlamydial infection in (B)(6) , headache in (B)(6) , migraine in (B)(6) and cervix cerclage removal in (B)(6) . Concurrent conditions included weight loss since (B)(6) , back pain since (B)(6) , difficulty sleeping since (B)(6) and abdominal pain upper. Concomitant products included propacet (darvocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("permanent pain in vagina / vaginal pain"). The patient was treated with vicodin and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower and vulvovaginal pain was resolving and the device expulsion, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 8.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: occlusion of both tubes. On (B)(6) 2010: underwent hysterosalpingogram. On (B)(6) 2010 - CT abdomen and pelvis with IV contrast : impression: 1. There is a mild amount of free fluid in the pelvis which may be physiologic. If indicated this could be further assessed with pelvic sonography. 2. Likely urethral diyerticulum. Insertion details: procedure: on the left the device failed to deploy and removing the introducer removed the coil but the second went easily in and had 1 coil. Zero coils on the patient¿s right. Most recent follow-up information incorporated above includes: on 2-oct-2018: mr received: product lot number, concomitant disease, concomitant and treatment drug, lab data, reporter added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("extreme increased cramping"), device expulsion ("expulsion of essure device") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 22-year-old female patient who had essure (batch no. 717645, 731602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain generalized in 2007, asthma in 2007, bacterial vaginosis in 2007, bipolar disorder in 2007, bronchitis in 2007, chlamydial infection in 2007, headache in 2008, migraine in 2008 and cervix cerclage removal in 2007. Concurrent conditions included weight loss since 2013, back pain since 2013, difficulty sleeping since 2013 and abdominal pain upper. Concomitant products included propacet (darvocet). In 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain ("permanent pain in vagina / vaginal pain"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with vicodin and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower was resolving, the device expulsion, dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown and the vulvovaginal pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 8.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: occlusion of both tubes. (B)(6) 2010: underwent hysterosalpingogram. (B)(6) 2010 - CT abdomen and pelvis with IV contrast : impression: there is a mild amount of free fluid in the pelvis which may be physiologic. If indicated this could be further assessed with pelvic sonography. Likely urethral diyerticulum current weight was 190 lbs. Insertion details: procedure: on the left the device failed to deploy and removing the introducer removed the coil but the second went easily in and had 1 coil. Zero coils on the patient¿s right. Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet received. New events abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), pain and abdominal pain were added. Updated outcome of event extreme increased cramping and vaginal pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("extreme increased cramping/pain"), device expulsion ("expulsion of essure device") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain generalized in 2007, asthma in 2007, bacterial vaginosis in 2007, bipolar disorder in 2007, bronchitis in 2007, chlamydial infection in 2007, headache in 2008, migraine in 2008 and cervix cerclage removal in 2007. Concurrent conditions included weight loss since 2013, back pain since 2013 and difficulty sleeping since 2013. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("permanent pain in vagina / vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower and vulvovaginal pain was resolving and the device expulsion, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 8.6 kg/sqm. (B)(6) 2010: underwent hysterosalpingogram. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs+mr received- new events dysmenorrhea (cramping), expulsion of essure device, weight gain were added. Patient information, new reporter, lab data, concomitant and historical conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("extreme increased cramping/pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("permanent pain in vagina"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ("extreme increased cramping"), device expulsion ("expulsion of essure device") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 22 year-old female patient who had essure inserted (lot no. 717645, 731602) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of migraine and headache in 2008 and abdominal pain generalized, cervix cerclage removal, chlamydial infection, bronchitis, bipolar disorder, bacterial vaginosis and asthma in 2007. Concurrent conditions were listed as difficulty sleeping, back pain and weight loss since 2013, overweight and abdominal pain upper. The only concomitant product mentioned was dextropropoxyphene;paracetamol. On (B)(6) 2010, the patient had essure inserted. In 2010 she experienced abdominal pain lower (seriousness criteria medically important and intervention required), device expulsion (seriousness criteria medically important and intervention required), dysmenorrhoea (seriousness criteria medically important and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). On unknown date she experienced vulvovaginal pain ("permanent pain in vagina / vaginal pain"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with vicodin (hydrocodone bitartrate;paracetamol) as well as surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 20-aug-2013. At the time of the report, the abdominal pain lower was resolving and the vulvovaginal pain and abdominal pain had resolved. The outcomes for device expulsion, dysmenorrhoea, weight increased, vaginal haemorrhage, heavy menstrual bleeding and pelvic pain were unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.504 kg/sqm. [Hysterosalpingogram] on 10-sep-2010: results: total bilateral occlusion; on 10-oct-2010: results: occlusion of both tubes *(B)(6) 2010: underwent hysterosalpingogram. (B)(6) 2010 - CT abdomen and pelvis with IV contrast : impression: 1. There is a mild amount of free fluid in the pelvis which may be physiologic. If indicated this could be further assessed with pelvic sonography. 2. Likely urethral diyerticulum current weight was 190 lbs. Insertion details: procedure: on the left the device failed to deploy and removing the introducer removed the coil but the second went easily in and had 1 coil. Zero coils on the patient¿s right. Lot number: 717645 man date: 2010-03 exp date: 2013-03 lot number: 731602 man date: 2010-04 exp date: 2013-04. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: patients body weight corrected & body mass index updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.